Manufacturer narrative:
A ge service rep performed an on site investigation. The vertical lift was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system's vertical lift was inoperable. No report of pt injury.